Event description:
A report was received that the patients ipg was tilted. The patient underwent an ipg revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.